Event description:
Procedure: lap chole. According to the reporter: the bag detached from the ring and fell into the patient cavity. A grasper was used to remove the bag. Another device was used to complete the case.

Manufacturer narrative:
(B)(4).